Manufacturer narrative:
The insulin pump was received cracked bleeding lcd glass; unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen had a crack and was causing discoloration and distortion. Customer's blood glucose level was 9.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.